Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the device during sleeve gastrectomy, the staple line was partially made. The firing stopped half way. Surgeon used another kit to resolve the issue. No patient injury.